Event description:
One pt with discrepant total psa results. Erroneous results not reported. Initial total psa result 6.18 ng/ml, repeated three times at 2.52, 2.44 and 2.45 ng/ml. The field service rep found the cause of the discrepancy to be missing sample tube holders in sample racks which were replaced. It was also noted the measuring cell was replaced. Performance tests were performed.